Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient data may not be current. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not in current. The technical support specialist (tss) connected to the application server and found that the last heartbeat was recorded on (B)(6) 2025 at 18:15:41, approximately three hours prior. Then noted that the es server had been rebooted earlier. Upon inspection, the tss confirmed that the es services, including net services and external messaging services, were actively running. Additionally, the tss verified that the iis application pools were operational and found that the issue was related to low disk space. The tss verified that the hospital information technology team extended the drive. The tss dialed into the care fusion coordination engine and edited the backup batch file to reduce the retention period from 3 days to 2 days. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient data may not be current. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.